Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One used 6fr angio-seal vip was returned for product evaluation. The carrier tube assembly was mated with the hemostasis sheath along with the incompletely opened poly foil pouch and header bag. The locator was returned as well. No other accessory components were returned. Visual inspection revealed that it was noted that the carrier tube assembly was mated with the hemosheath and the deployment sleeve was in the full forward lock position. The anchor was found dangling at the distal tip of the hemosheath as would be expected. No other visual anomalies were noted with the returned components. Since the device cap was not in the rear lock position, the device was subjected to functional testing. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they went to place the angio-seal device, at the time of its release it appeared that it did not have an anchoring system or suture. The event did not present a complication to the patient. There was no patient injury/medical or surgical intervention required. The patient was in good condition. Additional information was received on 30jun2020. The procedure was an angioplasty with a stent using a 6fr. Procedural sheath. A pre-deployment angiogram was performed. The patient was in stable condition. Hemostasis was achieved by manual compression.